Event description:
It was reported that the patient had 3-4 connect battery alarms per day while on battery power. The patient's battery clips were exchanged without resolution. On (B)(6) 2023, log files were sent for review that noted multiple power cable disconnects while the patient was on battery power. A controller exchange was planned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: type of investigation: 4121 - event history log review manufacture¿s investigation conclusion: the reported event of power cable disconnect alarm was confirmed via the submitted log file. The system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 6 days ((B)(6) 2023 ¿ (B)(6) 2023 per time stamp). Throughout the log file, intermittent atypical power cable disconnect alarms associated with rsoc invalid fault alarms. These alarms occurred on either power source and on either power lead. The alarms resolved on their own. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding if the controller or any additional product was exchanged, resolution of alarms, and product return information; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A controller exchange was performed. Additional log files were sent for review on 15may2023, on the new system controller, that noticed several power cable disconnects on (B)(6) 2023 through (B)(6) 2023 while on battery power.